Manufacturer narrative:
The device has not been received for analysis. The allegation in this complaint is not confirmed as there was not enough information provided in the complaint and the product has not been returned for analysis. Device history record (DHR)/service review: the reported device sn: (B)(6) was last serviced on 19sep2025. There were no cases or complaints created after the most recent date of service prior to the currently reported events to suggest performance issues. Therefore, it was considered fully functional with no issues from that date until the reported event date. Labeling review: review of the complaint information and the instructions for use did not reveal any evidence of device off-label use or failure to follow instructions. Additionally, there are no directions in the instructions for use that could cause the failure observed. There is no evidence that any updates to the document are required at this time. Risk review: the complaint type does not present a new or unanticipated failure type or harm per risk management documentation. This is documented on risk index 428, with a hazardous situation of "catheter does not appear where the operator expects, the operator is aware of the difference and makes adjustments, prolonging the procedure." And harm "prolonged procedure (moderate)" with a severity of 3 and an occurrence of 1. This line item was selected due to the procedure being cancelled. No further review is required. The "cause not established" conclusion code was selected because the reason for the alleged observation could not be determined.

Event description:
During a ventricular tachycardia ablation, an opal hdx system was selected for use, but it was unable to visualize or track the orion catheter. The team replaced the cable and then attempted a new orion catheter, but the issue persisted. As a result, the procedure was cancelled. The patient was under general anesthesia at the time of cancellation, and no patient complications occurred.

Manufacturer narrative:
D4: lot number- updated.

Event description:
During a ventricular tachycardia ablation, an opal hdx system was selected for use, but it was unable to visualize or track the orion catheter. The team replaced the cable and then attempted a new orion catheter, but the issue persisted. As a result, the procedure was cancelled. The patient was under general anesthesia at the time of cancellation, and no patient complications occurred.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
During a ventricular tachycardia ablation, an opal hdx system was selected for use, but it was unable to visualize or track the orion catheter. The team replaced the cable and then attempted a new orion catheter, but the issue persisted. As a result, the procedure was cancelled. The patient was under general anesthesia at the time of cancellation, and no patient complications occurred.